Event description:
Patient admitted to g.I. Lab for colonoscopic exam due to change in bowel habits. This procedure went as planned without complication. Patient was re-admitted the next day with severe abdominal pain. It was determined that there were two left colon burns. Patient was placed on antibotics & observed & recovered. Equipment and other similar indicators were not accurate, thus, causing this burn;unknown to physcian who assumed indicators to be accurate. This has been address by bio-meddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: design, telemetry failure, none or unknown, power supply. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.